Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the ultrafiltration (uf) pump turned off on its own after the initiation of a patient¿s hemodialysis treatment. The patient¿s treatment was extended from four hours to five hours and seven minutes. No adjustments were made to the patient¿s uf goal. The patient was able to successfully complete treatment on the machine and the correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre treatment weight was 73.5 kg and post treatment weight was 72.7 kg and the same scale was used for both readings. The patient had a 1.3 kg weight gain from the previous treatment. The patient did eat, however did not drink during treatment and no additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The machine was returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.